Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that she received a result of 191 mg/dl at 9:00am on the aviva system, but was having hypoglycemic symptoms. The patient was feeling dizzy and felt as if she might pass out. At 9:00am the customer's friend transported her to the hospital. At the hospital the customer's blood glucose reading was 60 mg/dl. The hospital treated the patient with food, drink, and an IV to increase glucose levels. The contents of the IV were unknown. The patient was released from the hospital at 2:00pm the same day. Return of the suspect device was requested for evaluation.